Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power on) was confirmed. Upon evaluation, the monitor will not power up. The cause of this service code was a shorted capacitor. The cause of the inability to complete testing and the inability to power on is the shorted capacitor. The root cause for the shorted capacitor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.